Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited possible loss of capture and rv oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).